Event description:
Patient reported that device is "losing time" (3-4 minutes). Period of time in which time was "lost" from device clock was not specified. Patient's blood glucose was not affected, and no treatment was received.